Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 70 mg/dl. The cause of low bg was unknown. The customer had blurred vision, unable to remain physically stable, slurred speech, severe drowsiness and difficulty concentrating because of the low bg. The customer received third party assistance from emergency medical technicians (emts), who provided intravenous therapy (IV) of dextrose to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.